Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital has communicated that several items needed to be replaced due to wear and tear/ breakage. Corail impactor broken in two pieces when impacted. X2 fragments, screw driver not gripping screw due to wear and tear trial heads can't read sizes due to wear and tear. No reported patient consequences or surgical delays.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary ==> no device was received for examination; therefore, the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.